Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The tamper seal was removed or broken. Visual inspection noted the device was used, not in its original packaging, decontaminated, and had peeling in the down stream occlusion (dso) seal. There was no evidence in the error/event history log. Functional testing could not confirm the complaint. The customer's reported problem was not replicated. No problem found. Investigators were unable to determine the user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed standard preventative maintenance.

Event description:
It was reported the device is over-infusing during the flow rate testing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.